Event description:
A report was received that the ipg was not working. The patient will undergo an explant procedure.

Event description:
A report was received that the ipg was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure upon patient's request. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.